Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information the shaver was returned new in package. Visual inspection confirmed there was debris measuring approximately .80mm squared sealed inside the product pouch. The debris found within the pouch is likely cloth fiber from the operator.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: (B)(6). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery a foreign substance was found in the sterile packaging. There was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The shaver was returned new in package. Visual inspection confirmed there was debris measuring approximately .80mm squared sealed inside the product pouch. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.